Event description:
Reportedly, some episodes showing noise oversensing were observed in the device memory, leading to one inappropriate shock. Electrical parameters are stable and within normal range, except for some missing coil continuity measurements. In addition, the date appearing in the patient files for the first follow-up seems erroneous ((B)(6) 2006 instead of (B)(6) 2017). Reportedly, a re-intervention was performed on (B)(6) 2017 for lead repositioning due to dislodgement. The patient is currently followed by remote monitoring. Preliminary analysis results showed that ventricular oversensing was observed between (B)(6) and (B)(6) 2017, most probably resulting from the reported lead dislodgement. Then ventricular oversensing was observed on the episodes recorded on (B)(6) 2017 and between (B)(6) 2018 and (B)(6) 2018. The observed noise most probably resulted from electromagnetic interferences and/or myopotentials.

Event description:
Reportedly, some episodes showing noise oversensing were observed in the device memory, leading to one inappropriate shock. Electrical parameters are stable and within normal range, except for some missing coil continuity measurements. In addition, the date appearing in the patient files for the first follow-up seems erroneous ((B)(6) 2006 instead of (B)(6) 2017). Reportedly, a re-intervention was performed on 18 october 2017 for lead repositioning due to dislodgement. The patient is currently followed by remote monitoring. Preliminary analysis results showed that ventricular oversensing was observed between 8 and 17 october 2017, most probably resulting from the reported lead dislodgement. Then ventricular oversensing was observed on the episodes recorded on 27 november 2017 and between 14 march 2018 and 8 june 2018. The observed noise most probably resulted from electromagnetic interferences and/or myopotentials.

Manufacturer narrative:
Preliminary analysis results confirmed that the date appearing in the patient files for the first follow-up was erroneous, most probably because the system date of the programmer was wrong during the first follow-up.

Event description:
Reportedly, some episodes showing noise oversensing were observed in the device memory, leading to one inappropriate shock. Electrical parameters are stable and within normal range, except for some missing coil continuity measurements. In addition, the date appearing in the patient files for the first follow-up seems erroneous ((B)(6) 2006 instead of (B)(6) 2017). Reportedly, a re-intervention was performed on 18 october 2017 for lead repositioning due to dislodgement. The patient is currently followed by remote monitoring. Preliminary analysis results showed that ventricular oversensing was observed between 8 and 17 october 2017, most probably resulting from the reported lead dislodgement. Then ventricular oversensing was observed on the episodes recorded on 27 november 2017 and between 14 march 2018 and 8 june 2018. The observed noise most probably resulted from electromagnetic interferences and/or myopotentials.

Event description:
Reportedly, some episodes showing noise oversensing were observed in the device memory, leading to one inappropriate shock. Electrical parameters are stable and within normal range, except for some missing coil continuity measurements. In addition, the date appearing in the patient files for the first follow-up seems erroneous (1 january 2006 instead of 16 october 2017). Reportedly, a re-intervention was performed on (B)(6) 2017 for lead repositioning due to dislodgement. The patient is currently followed by remote monitoring. Preliminary analysis results showed that ventricular oversensing was observed between (B)(6) 2017, most probably resulting from the reported lead dislodgement. Then ventricular oversensing was observed on the episodes recorded on (B)(6) 2017 and between (B)(6) 2018 and (B)(6) 2018. The observed noise most probably resulted from electromagnetic interferences and/or myopotentials.

Manufacturer narrative:
It was reported that the re-intervention to reposition the ventricular lead was not performed on (B)(6) 2017, but on (B)(6) 2017. Event problem corrected accordingly.